Event description:
Reporter stated that their child's back to back tests (done within 10 min. Of each other) using separate finger sticks were 270 and 186mg/dl (37% difference). In addition, rptr stated that (on the first test) they had to apply more than one drop of blood on the strip to get a large enough sample. Lsf rep discussed the possibility of this causing the variance in the ss meter results and reviewed correct technique. Control solution result (127) was in range (94-142). No symptoms were reported. There was no allegation of harm.